Event description:
It was reported that the insulin pump was accidently dropped. Afterwards, the display went blank. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken solder joint and lifted traces on the interface board.